Manufacturer narrative:
Date of explant is estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Additional information was received that the patient's lead had been cut during an unrelated spinal surgery on an unknown date. The system was subsequently explanted in (B)(6) of 2022.

Event description:
It was reported that the patient is unable to enter MRI mode. As a result, surgical intervention was undertaken wherein the system was explanted to address the issue.

Manufacturer narrative:
Date of event is estimated.